Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to an interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, with the second proglide device, there was no bleed back from the marker lumen. The marker lumen had been pre-flushed with saline prior to the procedure. The sheath was upsized to 14f and the interventional procedure was completed. The suture of the first proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported event- no bleed back from the marker lumen, was not confirmed due to excessive dried blood noted inside the marker lumen tube. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported event cannot be determined. The additional closure device used to achieve hemostasis appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.